Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during investigation, the original complaint of a dim display was unable to be duplicated. The pump was found to power on to a clear and legible display. Moisture was observed in the battery compartment. Unrelated to the original complaint, the battery compartment was found to be cracked. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened and no further moisture was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a dim/fading color spectrum with moisture located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.